Event description:
It was reported that the patient had been going to the (B)(6) for exercises. Starting three weeks ago, the patient felt stimulation by his internal device battery pack. The patient tried all four programs and stated that program 4 worked the best. It was noted that several of the programs didn't work from the start, and one of them resulted in a burning sensation along the side of his penis. The sensation around the device went away when the patient turned the stimulation off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v365060, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).